Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise, which was reportedly oversensed. Isometric exercises recreated the oversensing, and inappropriate atrial tachycardia response was observed. The device was programmed to vvi 40. A revision procedure was performed and the ra lead was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure.